Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. External and internal visual inspections of unit revealed exposed/detached prong of the right angle extension cable. Unit was able to power on with no complications by directly plugging in the power cord to the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
The patient reported breakage and frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.